Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the cardiac monitor exhibited backup operation. After the software download, the backup persisted and was believed to be due to normal battery depletion.